Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100%, chronic total occluded (cto) target lesion was located in the moderately tortuous and severely calcified left popliteal artery. After a .014 guidewire crossed the lesion, a 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. The distal tip was damaged. Magnified inspection of the balloon revealed a pinhole in the balloon material over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100%, chronic total occluded (cto) target lesion was located in the moderately tortuous and severely calcified left popliteal artery. After a .014 guidewire crossed the lesion, a 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.